Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture, large seroma, and liquified gel/fluid".

Event description:
Healthcare provider reported right-side "rupture, large seroma, and liquified gel/fluid" and exchange of textured devices due to patient's concern with product." The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare provider reported "rupture per mammogram and capsular contracture. On the right there was a rush of serous fluid which was sent to cytology. The right was grossly ruptured. The right there was a large seroma as well as liquified silicone." Healthcare provider confirmed right side capsular contracture baker grade IV. The device has been explanted.